Event description:
Physician reported that a patient presented to her office for a second opinion regarding persistent right side pain post-essure procedure in 2007. In 2008, physician reported that the patient underwent a total abdominal hysterectomy one month prior. Post-operatively, the patient's pain has completely resolved and patient reports doing quite well. Physician reported that in her medical opinion the pain was directly related to the micro-inserts although they were found to show satisfactory placement. Per the IFU: a very small percentage of women in the essure clinical trials reported recurrent or persistent pelvic pain, and only one woman requested device removal due to pain; however, if device removal is required for any reason, it will likely require surgery, including an abdominal incision and general anesthesia, and possible hysterectomy.

Manufacturer narrative:
(B)(4).